Event description:
It was reported that clinician called arrow iabp hotline at 2005 hours est in 2006. Hotline (answering service) did not foward call information to arrow clinical support (acs) until 0731 hours est on 3/10/06. Acs contacted clinician & they stated they had questions on timing of iabp. Clinician stated pt was very sick and his condition deteriorated while she was on phone with answering service. She said she gave service her name, hosp's name & callback #. She told answering service she needed to attent to pt. Clinician stated operator continued to ask questions & asked her to spell everything. Clinician stated she informed operator she could not stay on phone, she must attent pt and she needed clinical support right away. During conversation with aces, clinician stated pt was not expected to live. All attempts to pt were salvage attempts. Clinicians do not feel this situation contributed to pt's demise. Manager, clinical support, is pursuing corrective action with answering service.